Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on or powering on by itself. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The customer reported complaint of the keypads being replaced due to the devices not turning on or powering on by themselves was evaluated. The keypads were confirmed to have faulty system on keys and a nonfunctioning ac indicator light. An internal inspection was performed. Each layer of the front case was removed and inspected for anomalies. Signs of fluid ingress was visible on 8 of 8 keypads. A broken trace was observed, trace 20 associated to the system on key on s/n (B)(6). Test results identified that the ac indicator lights did not illuminate after plugging in the power cord. The system on key did not function on s/ns (B)(6). All other keys on these keypads were functioning as intended. S/ns (B)(6) powered on unexpectedly after plugging in the power cord. All other keys on these keypads were functioning as intended. All keys on the keypads associated to s/ns (B)(6) were functioning as intended. No faults found. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 25-mar-2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 13-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the front case with keypad assembly was provided for investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on or powering on by itself. There was no patient harm. The issues were noted prior to patient use.